Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer became hot to touch at the battery compartment. The customer also reported that there was some smoke coming from the battery compartment prior to removal of batteries. Based on the I nfo available at the time, there were no injuries associated with the event.